Event description:
A patient wanted to know what to do to clear the alarm which occurred in the middle of fill #1. Upon setting up with new product fluid was noted to be leaking stating they saw fluid inside the cassette door when they took the cassette out. The patient stated the fluid was on the pump head on the right. No sample. No report of patient ill effect.